Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4524-53, lead, implanted: (B)(6) 1996. (B)(4).

Event description:
It was reported that there was low impedance. The rv (right ventricular) lead was capped and replaced. No patient complications ha ve been reported as a result of this event.